Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with pd related infection. No additional details were provided in the initial reporting. During follow-up, a pd nurse familiar with the patient stated the patient was hospitalized with peritonitis characterized by symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained which grew coagulase negative staphylococcus and had an elevated white blood cell (wbc) count (result not provided). The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (dose unknown) on an outpatient basis. Subsequently, on (B)(6) 2023, the patient discharged home and was completing pd treatments using the same cycler without any further reported issues. The nurse confirmed the patient did not have any fluid leaks or any issues with a fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with touch contamination during the pd exchange.